Event description:
It was reported by the customer that the device's therapy connector was physically broken and it won't lock. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with part number and ordering info for a replacement therapy connector. The customer later confirmed that the device's therapy connector was replaced and after observing proper operation through functional and performance testing the unit was placed back into service for use. The device was not returned to physio-control for eval. Further root cause of the reported failure cannot be determined.